Manufacturer narrative:
(B)(4). Concomitant medical products- nexgen femoral component left, catalog # 00595601701, lot # 63690979, nexgen stemmed nonaugmentable tibal component, catalog # 00598605701, lot # 63656337, nexgen articular surface, catalog # 90597005010, lot # 63726452. Foreign source- (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient has been experiencing patella pain. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
Upon receiving additional information on the reported event, it was determined to be not reportable. Review of the nine-month post-operative notes it was identified the patient bicycles 30 km and does strength training. This can be overuse of implanted device and surrounding anatomy. Patient advised to modify activities to what the knee can tolerate. At the one-year visit, patient has no pain, is satisfied, and can walk 2 km.

Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable. Review of the nine-month post-operative notes it was identified the patient bicycles 30 km and does strength training. This can be overuse of implanted device and surrounding anatomy. Patient advised to modify activities to what the knee can tolerate. At the one-year visit, patient has no pain, is satisfied, and can walk 2 km.